Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The balloon of the cypher select plus stent delivery system (sds) ruptured at below rated burst pressure during post-dilation of the stent. The sds was removed and post dilation with another product was completed successfully without patient injury. The target lesion was located at the proximal and mid right coronary artery (rca). It is unknown if the lesion was a de novo, but it was moderately calcified and highly tortuous. There was 99% stenosis. A femoral approach was chosen for the procedure. The product was properly inspected and prepped. Pre-dilation was conducted several times and then a cypher select plus (3.5/33mm) stent was delivered to the target lesion. There was friction encountered delivering the product to the lesion. After positioning the cypher select plus to the target, the product was implanted at 10atm for 15 seconds and negative pressure was applied. Brand of contrast is unknown. Indeflator used was medtronic. Post-dilation was conducted with the cypher select plus sds and the balloon ruptured while inflating at 14 to 16atm. Balloon rupture was confirmed by back-flow of blood into the inflation device. Location of the rupture was unknown. It was reported that there seemed to be some remaining calcification. The cypher select plus sds was removed from the patient and post-dilation was conducted with another product (terumo: product unknown 3.5/15mm) successfully, and the procedure was finished successfully. There was no patient injury reported. It was reported that the physician did not indicate any anomalies prior to use. The product was discarded at the hospital and therefore is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of the lot showed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The functional tests (multiple inflation and burst) as well as results for leak test and 100% inspection were reviewed and no anomalies were found. It is possible that procedural factors including vessel and lesion characteristics contributed to the reported burst of the sds balloon. However, without the return of the device for analysis no definitive conclusion can be made. Based on the device history records, there is no indication of any manufacturing issues related to the reported event. Therefore, no corrective actions will be taken at this time.

Event description:
The balloon of the cypher select plus stent delivery system (sds) ruptured at below rated burst pressure during post-dilation of the stent. The patient's age was unknown, but was a male. The target lesion was located at the proximal and mid right coronary artery (rca). It is unknown if the lesion was a de novo, but it was moderately calcified and highly tortuous. There was 99% stenosis. A femoral approach was chosen for the procedure. The product was properly inspected and prepped. Pre-dilation was conducted several times and then a cypher select plus (3.5/33mm) stent was delivered to the target lesion. There was friction encountered delivering the product to the lesion. After positioning the cypher select plus to the target, the product was implanted at 10atm for 15seconds and negative pressure was applied. Brand of contrast is unknown. Indeflator used was medtronic. Post-dilation was conducted with the cypher select plus sds and the balloon ruptured while inflating at 14 to 16atm. Balloon rupture was confirmed by back-flow of blood into the inflation device. Location of the rupture was unknown. The cypher select plus sds was removed from the patient and post-dilation was conducted with another product (terumo: product unknown 3.5/15mm) successfully, and the procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis, as it was discarded by the hospital due to the patient's infectious disease (B)(6). The physician did not indicate any anomalies prior to use. Tion remaining at the lesion also.